Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 3rd october 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user on (B)(6) 2013 and that it had performed all weekly auto self-tests, alongside random manual power ons, up to the last log entry prior to receipt at heartsine on (B)(6) 2017. The returned pad-pak was inserted into the device and successfully passed a self-test during a manual power cycle. The status led remained extinguished throughout. This would confirm the reported fault. The device was disassembled to investigate. After further investigation the reported fault was determined to be caused by a short circuit between the green status led and the status led a of the membrane due to over application of silver paste. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. No status indicator.